Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she over bolused and was treated by the paramedics for low blood glucose. No blood glucose reading was reported. The customer stated her sensor was not within range of her blood glucose readings. The customer stated she did receive a bad sensor alarm but she was able to clear the alarm and get the sensor to start. The customer was advised to change the sensor.